Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the alinity c calcium, list number 07p57-20, abbott gmbh to the alinity c processing module, serial number (B)(6), list number 03r67-01, abbott laboratories. MDR number 3016438761-2026-00064 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported a falsely depressed alinity c calcium result for a 58 year old female patient. The following data was provided (customer provided reference range: 2.20 to 2.60 mmol/l): sid (B)(6): initial result = 1.01 mmol/l, repeats = 2.25 mmol/l and 2.26 mmol/l no impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed alinity c calcium result for a 58-year-old female patient. The following data was provided (customer provided reference range: 2.20 to 2.60 mmol/l): sid (B)(6): initial result = 1.01 mmol/l, repeats = 2.25 mmol/l and 2.26 mmol/l no impact to patient management was reported.